Event description:
Note: this report pertains to the fourth of five devices reported for the event. It was reported to boston scientific corp on september 24, 2008, that a distal bile duct perforation was observed after a procedure performed on approx two months earlier, using a jagwire guidewire. The pt was admitted to the hospital and later released; the pt's condition was reported to be "fine." According to the complainant, the relationship between the duct perforation and the jagwire device is unk. Refer to MFR reports #3005099803-2008-05484, 3005099803-2008-05485, 3005099803-2008-05486, and 3005099803-2008-05488 for the other four devices used in the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.